Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the ins was at eos (end of service) and it was noted that it did not last as long as expected. The estimate was based on: c+1-, 90us, 125hz, 3.6v, c+0-, 3.5v, 60us ins at 2.15 19/22 months with estimated impedance on 700 and 800 ohms respectively. The ins was replaced today. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the longevity calculation and eos was the time the calculation predicted. No further information was received.